Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter received with no original packaging and no other devices. There was blood and contrast in the inflation lumen and in the balloon. There were multiple kinks in the hypotube and shaft noted. Examination under magnification revealed tip damage and a balloon pinhole 4mm from the distal tip. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified right anterior tibial artery. The 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced to the lesion. The balloon was inflated for 2 seconds however it ruptured at 3 atmospheres on the first inflation. The device was completely removed from the patient as a whole unit. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified right anterior tibial artery. The 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced to the lesion. The balloon was inflated for 2 seconds however it ruptured at 3 atmospheres on the first inflation. The device was completely removed from the patient as a whole unit. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.